Event description:
A patient with metastatic breast cancer to the liver and bone underwent port-a-cath placement for chemotherapy. The procedure was uneventful as there was no resistance upon placement and it was only after intrajugular access was obtained that the outer coating to the wire broke off in the patient. When the micropuncture wire was removed from the patient, approximately a 2 cm segment of the tip was missing. There appeared to be no reason for the fracture of the wire. In observing the wire, there was a second fractured piece that was hanging loosely from the tip of the rest of the wire. The wire fragment projected over the right lower lobe of the lung. The patient incurred no injury and was discharged home in stable condition. The patient returned the next day for successful wire retrieval from the right lower lobe distal pulmonary artery branch without complication.